Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing during atrial tachycardia/atrial fibrillation episodes. The right ventricular (rv) lead exhibited oversensing. It was noted that the device was functioning as programmed. The leads remain in use. No patient complications have been reported as a result of this event.